Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +20.5d) was explanted due to visual disturbance. A new lal (sn (B)(6), +18.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 04/10/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).